Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a delay of a bed-to-bed alarm being triggered. No patient incident.